Event description:
It was reported to tyco healthcare/kendall on november 8, 2006, that a customer had a problem with a dialysis catheter. The customer states that it looked like the ends of the catheter were chewed up. The threads were pulling away from the catheter and the caps were unable to be screwed on. The dialysis nurse stated that when she tried to screw the ends to the dialysis machine, they would not tighten and air would get in the line. The catheter was removed and replaced.

Manufacturer narrative:
Rn spoke with or manager on 11/28/2006. Stated that the adapters looked like they were disintegrating. They could not attach the adapters to the dialysis machine. Was unaware of what solution was used to clean the adapaters or site. Tyco healthcare/kendall will continue to attempt to obtain the sample for evaluation. An investigation is currently underway. Upon completion of the investigation, results will be provided.